Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to (B)(6) 2015. Multiple manual power ups were recorded between the (B)(6) 2015, no event duration was recorded for 3 of the power ups, this indicates the device had lost power, rather than completing the correct shutdown procedure. Investigation found the reported fault can be attributed to membrane failure. There were no 10 minute time outs recorded however the multiple manual power ups may indicate the user was power cycling the device or the device was switching itself on and the user was intervening to power the device off. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.